Event description:
Patient reported capsular contracture, baker grade unknown. This record relates to the right side. Device location is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported capsular contracture, baker grade unknown. This record relates to right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "advanced and painful capsular contracture".